Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report# 1627487-2016-06039. Reference MFR. Report# 1627487-2016-06036. Reference MFR. Report# 1627487-2017-00644. Additional information received identified the patient underwent another surgical intervention on (B)(6) 2017 due to the scs extensions eroding through the skin. The extensions were explanted and replaced. Scs extensions are being added as device 3 and 4.

Event description:
Device 3 of 4: reference MFR. Report# 1627487-2016-06039, reference MFR. Report# 1627487-2016-06036, reference MFR. Report# 1627487-2017-00644. Additional information received identified the patient still experiencing fluid discharge at times and hasn¿t completely healed over yet. The patient is still under observation.